Event description:
A medtronic representative reported that the application exited back to the login screen afer the surgeon completed a tracer registration. The exit occurred after the registration task, when they selected "next" to proceed to navigate. They re-launched the application and found that the registration was saved. The surgeon confirmed his accuracy and the case proceeded without any delays. No impact on the pt's outcome was reported.

Manufacturer narrative:
No part or files have been returned to the MFR.